Manufacturer narrative:
The device was not returned therefore no evaluation could be performed since no objective evidence such as product samples, imagery, or videos was provided for investigation. As such, based on available information, a definite root cause is unable to be determined at this time. As part of the manufacturing process 100% of the units go through a leak and flow test, a balloon inspection, a lumen inspection, and an electrical inspection. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that there was blood in the thermistor connection. The rn was called to bedside to possibly attempt additional troubleshooting. Per rn, the accepting rn had noticed that thermistor line on pac had blood on the end upon arrival from cvor & thermodilution was very variable in terms of temperature fluctuation, which was witnessed by multiple staff. Per the clinician thermodilution measurements were variable since arrival in cvicu. The problem was an unsteady baseline temperature introducing noise into the signal for temperature deflection with cold saline injection. When changing the thermistor cable to troubleshoot earlier in the pm, blood was noted in the thermistor connector. This was initially thought to have resulted from external contamination. However, upon closer inspection it appeared that blood-tinged fluid may have been leaking from the small hole in the thermistor connector. Catheter was discontinued and rn retained in a biohazard bag. No allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.